Manufacturer narrative:
The insulin pump was rec'd with frozen display due to corroded on the radio frequency board also, corrosion was found on the motor home switch. Unit was rec'd with missing end cap sticker.

Event description:
Customer reported that the insulin pump had a frozen screen. She performed a battery rest, but buttons were not responding and the insulin pump did not reboot properly. Frozen display was confirmed at the time of analysis. No further info was provided.